Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety shield failed to activate during use and the needle didn't fully retract. The following information was provided by the initial reporter, translated from french to english: "the safety system did not work as intended as the needle didn't fully retract. It stayed outside, increasing risk of exposure."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect. No physical samples were received for testing and evaluation; two photos were submitted for evaluation for this incident. Photo one displayed a partially retracted unit; leaving the needle tip exposed. Photo two displayed package label with the lot number and the expiration date. Visual/microscopic evaluation: in photo one the safety barrel was damaged (smashed); stress marks were observed around the damage based on the review of the submitted photo the defect safety shield activation failure was identified or confirmed. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety shield failed to activate during use and the needle didn't fully retract. The following information was provided by the initial reporter, translated from (B)(6) to english: "the safety system did not work as intended as the needle didn't fully retract. It stayed outside, increasing risk of exposure."